Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out for normal eri, when induction testing was performed with the chronic lead, the device failed to rescue the patient. Additional therapy attempts aborted. Alerts for possible hv lead damage, low hv lead impedance and out of range pacing lead impedance were received. Lead fracture was suspected. Device was replaced and lead was capped and replaced.